Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information became available that this device and left ventricular (lv) lead were explanted and replaced. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). Detailed analysis is being performed on this device. Once analysis is complete, this report will be updated.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited increased left ventricular (lv) lead pace impedance and threshold measurements. The trend showed the impedance measurement rose from 600 ohms to 1,200 ohms. Boston scientific technical services (ts) discussed potential causes of the clinical observations and provided troubleshooting options. Subsequent information received indicated that the high lv pace impedance and pacing threshold measurements continued to be observed. The impedance measurement was noted to drop back to 600 ohms upon rotation of the left arm. Additional information indicated that an x-ray performed did not reveal anything unusual and no noise was reproduced with isometrics. Routine follow up was to be continued. The system remains in service. No adverse patient effects were reported.